Event description:
The tray top will not stay on the tray. The screws fell out during surgery causing an extention of approximately 45 minutes while the screws were placed back into the tray.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.